Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, as a proactive measure the nodes were erased and restored and a filament calibration was completed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800md system had no fluoro and the screen is black. There was no report of pt injury.